Event description:
It was reported that the pacemaker exhibited far r-wave over-sensing resulting in inappropriate automatic mode switch episodes. No intervention was performed, the patient experienced no consequences.